Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Cleaning, disinfection, and sterilization (cds) was performed by the customer, but the reprocessing steps completed at the site were not provided. The customer confirmed there was no patient infection. There have been no deviations, deficiencies, or concerns in reprocessing.  The device was evaluated and the following defects were found: lens glue chipped, charge-coupled device cover lens glue chipped, channel mount wear and tear, universal cord wrinkled, connector cracked, left arm cover cementing defect, bending tube shorten. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for 5¿25 colony forming units (cfus) of pseudomonas aeruginosa. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (operator, suction, air/water, distal end, total) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope (microorganism revivable). The results obtained comply with the target level and conform to french recommendations. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.